Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level greater than 540 mg/dl and ketones were present; cause was unknown. The customer administered a bolus to address bg. At the ER the customer was treated with insulin from a hospital pump. The customer experienced nausea, vomiting and leg cramps. The customer was released from the ER two days later and reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.